Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester delaminated the jaws of the hemopro by inserting it too forcefully into the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The silicon insulation was peeled and detached from the center to the tip of the cold jaw. The detached silicon insulation was not returned. The heater wire was slightly flexed away at the center of the hot jaw, but remained attached at the tip and base of the hot jaw. Based on the return condition of the device, the complaint was confirmed for both the reported failure mode "peeled" and as analyzed "bent wire." Specific actions for the reported failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester delaminated the jaws of the hemopro by inserting it too forcefully into the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.